Event description:
Customer reported a malfunction alarm with code ¿malf 9.¿ there was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur after the reset. Customer was advised to continue using the pump and to call back if the malfunction code reappeared.